Event description:
Report due to death. Physician attempted arteriotomy closure with the proglide device after an interventional procedure. The pt had a 24 cm sheath placed in their groin. Following the interventional procedure in the right coronary artery, they placed the proglide. The stick was reportedly "high and well over the femoral head." The pt complained of pain when device was first inserted and deployed. Subsequently the pt had a vagal response and they had them cough several times to "bring up the oxygen reading" (actual level not reported). The doctor ordered an electrocardiogram, which was normal. An echocardiogram was then ordered and was normal. A CT scan was ordered, but en route, the pt deteriorated and was sent to the intensive care unit. The pt was subsequently intubated but was not successfully resuscitated. The pt expired. Although requested, no additional info was provided.